Event description:
During a posterior interbody lumbar fusion procedure at l5-s1, as the surgeon was placing the second opal spacer in and tapping the spacer forward the spacer went through the disc space. The opal spacer was down too far in the disc space and the surgeon tried to retrieve the spacer. The procedure was prolonged for about 30-45 minutes due to this incident. The surgeon was unable to retrieve the second spacer and it still remains in the pt. The surgeon placed a third opal spacer in the same place where the second spacer should have been to complete the procedure.

Manufacturer narrative:
Device was used for treatment, not for diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.